Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted on the supplemental report.

Event description:
During surgery, the metal flush came out while inserting the screw. The surgeon retrieved the metal flush and the procedure was completed.